Manufacturer narrative:
The event date is an estimated date. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported they felt like something was not quite right, so they checked their rechargeable implantable neurostimulator (ins) today with the patient programmer (pp) and saw that the implantable neurostimulator (ins) was off. They stated that they keep up with their charging and when they went to charge it today, they saw that it was 3/4 full still. They noticed they were feeling different about a month ago, but thought that maybe it was something going on with their medication they take. It was reviewed that if the ins becomes too low, it will turn off and require the patient to manually turn the ins back on. When they initially turned the stimulation on, they felt the stimulation was a bit too strong as they got a little light-headed and started having some tremors. They were able to decrease stimulation and their head and tremors were better. It was reviewed they should follow up with the healthcare provider (hcp) regarding stimulation being off.